Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that ipg showed low battery. Eventually patient lost stimulation. It is unknown if the ipg depleted prematurely. As a result, the ipg was explanted and replaced restoring the therapy.